Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), seizure ("seizures") and cardiac disorder ("heart disorder/condition") in a (B)(6) year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included idiopathic intracranial hypertension and pseudotumor cerebri. Concurrent conditions included obesity. Concomitant products included acetazolamide, acetazolamide (acetazolamid), ferrous sulfate, potassium chloride and thomapyrin n (excedrin migraine). On (B)(6) 2010, the patient had essure inserted. On an unknown date, 5 years 5 months after insertion and 1 day after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), menorrhagia ("heavy long lasting menstrual flow/ abnormal bleeding (menorrhagia)"), headache ("headaches"), weight increased ("weight gain"), night sweats ("night sweats"), libido decreased ("decreased sex drive"), acne ("acne"), the first episode of rash ("rashes"), mood swings ("mood swings"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), the second episode of rash ("rashesh skin conditions"), bladder disorder ("bladder problems/ changes"), urinary tract disorder ("urinary problems/ changes"), migraine ("migraines / headaches"), blood disorder ("blood disorder/condition"), nausea ("nausea"), nervous system disorder ("neurological conditions/ problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), abdominal pain upper ("stomach pains"), abdominal pain ("abdominal pains"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), frequent bowel movements ("frequent explosive bowl movements"), urinary incontinence ("urinary incontinence"), anaemia ("anemia"), alopecia ("hair loss"), back pain ("back pain") and palpitations ("heart palpitation"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, seizure, cardiac disorder, menstruation irregular, weight increased, night sweats, libido decreased, acne, mood swings, irritability, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, the last episode of rash, bladder disorder, urinary tract disorder, migraine, blood disorder, nervous system disorder, dysmenorrhoea, abdominal pain upper, abdominal pain, vaginal discharge, frequent bowel movements, urinary incontinence, anaemia and back pain outcome was unknown and the menorrhagia, headache, nausea, dyspareunia, fatigue, alopecia and palpitations had resolved. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frequent bowel movements, genital haemorrhage, headache, irritability, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, nervous system disorder, night sweats, palpitations, pelvic pain, seizure, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New information received: essure lot number, concomitant drugs, patient details, product and reporter information. New events added: pelvic pain, genital haemorrhage, seizure, cardiac disorder, menstruation irregular, menorrhagia, headache, weight increased, night sweats, libido decreased, acne, rash, mood swings, irritability, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, rashes, bladder disorder, urinary tract disorder, migraine, blood disorder, nausea, nervous system disorder, dysmenorrhoea, dyspareunia, abdominal pain upper, abdominal pain, vaginal discharge, fatigue, frequent bowel movements, urinary incontinence, anaemia, alopecia, back pain, palpitations and she did not underwent essure confirmation test. The event hysterectomy was deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), idiopathic intracranial hypertension ("psuedo tumor cerebri"), seizure ("seizures") and cardiac disorder ("heart disorder/condition") in a 43-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included idiopathic intracranial hypertension and pseudotumor cerebri. Concurrent conditions included obesity. Concomitant products included acetazolamide, acetazolamide (acetazolamid), acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ferrous sulfate and potassium chloride. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced menstruation irregular ("irregular periods"), 5 years 5 months after insertion of essure. In 2012, the patient experienced menorrhagia ("heavy long lasting menstrual flow/ abnormal bleeding (menorrhagia)"), night sweats ("night sweats"), libido decreased ("decreased sex drive"), acne ("acne"), mood swings ("mood swings"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), urticaria ("rashesh skin conditions : hives on different part of my body"), incontinence ("incontinence"), migraine ("migraines / headaches") and abdominal pain ("abdominal pains"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In 2014, the patient experienced nausea ("nausea"), abdominal pain upper ("stomach pains"), frequent bowel movements ("frequent explosive bowl movements") and alopecia ("hair loss") and was found to have brain neoplasm ("neurological conditions/ problems type: psuedo tumor cerebri"). In (B)(6) 2014, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), rash ("rashes"), urinary tract infection ("infection (urinary tract)"), blood disorder ("blood disorder/condition"), urinary incontinence ("urinary incontinence"), back pain ("back pain") and palpitations ("heart palpitation"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and optic fenestration to relieve pressure/multiple spinal taps. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, idiopathic intracranial hypertension, seizure, cardiac disorder, menstruation irregular, weight increased, night sweats, libido decreased, acne, mood swings, irritability, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, urticaria, incontinence, migraine, blood disorder, dysmenorrhoea, abdominal pain upper, abdominal pain, vaginal discharge, frequent bowel movements, urinary incontinence, anaemia and back pain outcome was unknown and the menorrhagia, headache, rash, nausea, dyspareunia, fatigue, alopecia, palpitations and brain neoplasm had resolved. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, anaemia, back pain, blood disorder, brain neoplasm, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frequent bowel movements, genital haemorrhage, headache, idiopathic intracranial hypertension, incontinence, irritability, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, palpitations, pelvic pain, rash, seizure, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Ultrasound scan vagina: in (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Event neurological conditions/ problems type: psuedo tumor cerebri pt updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), idiopathic intracranial hypertension ("psuedo tumor cerebri"), seizure ("seizures") and cardiac disorder ("heart disorder/condition") in a 43-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included idiopathic intracranial hypertension and pseudotumor cerebri. Concurrent conditions included obesity. Concomitant products included acetazolamide, acetazolamide (acetazolamid), ferrous sulfate, potassium chloride and thomapyrin n (excedrin migraine). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced menorrhagia ("heavy long lasting menstrual flow/ abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashesh skin conditions : hives on different part of my body"), incontinence ("incontinence"), migraine ("migraines / headaches") and abdominal pain ("abdominal pains"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In 2014, the patient experienced nausea ("nausea") and frequent bowel movements ("frequent explosive bowl movements"). In (B)(6) 2014, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant). On an unknown date, 5 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), headache ("headaches"), night sweats ("night sweats"), libido decreased ("decreased sex drive"), acne ("acne"), rash ("rashes"), mood swings ("mood swings"), irritability ("irritability"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), blood disorder ("blood disorder/condition"), nervous system disorder ("neurological conditions/ problems"), abdominal pain upper ("stomach pains"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), back pain ("back pain") and palpitations ("heart palpitation"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, idiopathic intracranial hypertension, seizure, cardiac disorder, menstruation irregular, weight increased, night sweats, libido decreased, acne, mood swings, irritability, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, urticaria, incontinence, migraine, blood disorder, nervous system disorder, dysmenorrhoea, abdominal pain upper, abdominal pain, vaginal discharge, frequent bowel movements, urinary incontinence, anaemia and back pain outcome was unknown and the menorrhagia, headache, rash, nausea, dyspareunia, fatigue, alopecia and palpitations had resolved. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, anaemia, back pain, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frequent bowel movements, genital haemorrhage, headache, idiopathic intracranial hypertension, incontinence, irritability, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, nervous system disorder, night sweats, palpitations, pelvic pain, rash, seizure, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Ultrasound scan vagina: in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received: event "psuedo tumor cerebri" added. Events-:rashes skin conditions: hives on different part of my body and bladder or urinary problems or changes pt change to urticaria and incontinence respectively. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), idiopathic intracranial hypertension ("psuedo tumor cerebri"), seizure ("seizures") and cardiac disorder ("heart disorder/condition") in a 43-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included idiopathic intracranial hypertension and pseudotumor cerebri. Concurrent conditions included obesity. Concomitant products included acetazolamide, acetazolamide (acetazolamid), ferrous sulfate, potassium chloride and thomapyrin n (excedrin migraine). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced menorrhagia ("heavy long lasting menstrual flow/ abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urticaria ("rashesh skin conditions : hives on different part of my body"), incontinence ("incontinence"), migraine ("migraines / headaches") and abdominal pain ("abdominal pains"). In (B)(6) 2013, the patient experienced anaemia ("anemia"). In 2014, the patient experienced nausea ("nausea") and frequent bowel movements ("frequent explosive bowl movements"). In (B)(6) 2014, the patient experienced idiopathic intracranial hypertension (seriousness criterion medically significant). On an unknown date, 5 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), headache ("headaches"), night sweats ("night sweats"), libido decreased ("decreased sex drive"), acne ("acne"), rash ("rashes"), mood swings ("mood swings"), irritability ("irritability"), vaginal infection ("infection (vaginal)"), urinary tract infection ("infection (urinary tract)"), blood disorder ("blood disorder/condition"), nervous system disorder ("neurological conditions/ problems"), abdominal pain upper ("stomach pains"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), back pain ("back pain") and palpitations ("heart palpitation"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, idiopathic intracranial hypertension, seizure, cardiac disorder, menstruation irregular, weight increased, night sweats, libido decreased, acne, mood swings, irritability, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, urticaria, incontinence, migraine, blood disorder, nervous system disorder, dysmenorrhoea, abdominal pain upper, abdominal pain, vaginal discharge, frequent bowel movements, urinary incontinence, anaemia and back pain outcome was unknown and the menorrhagia, headache, rash, nausea, dyspareunia, fatigue, alopecia and palpitations had resolved. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, anaemia, back pain, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frequent bowel movements, genital haemorrhage, headache, idiopathic intracranial hypertension, incontinence, irritability, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, nervous system disorder, night sweats, palpitations, pelvic pain, rash, seizure, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), pseudotumour cerebri ('psuedo tumor cerebri'), seizure ('seizures') and cardiac disorder ('heart disorder/condition') in a 43-year-old female patient who had essure (batch no. 50512926) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included idiopathic intracranial hypertension, pseudotumor cerebri, spotting vaginal, vision loss, oral surgery, optic nerve operation and c-section. Concurrent conditions included obesity, uterine prolapse, pain in joint, dysfunctional uterine bleeding, cervical polyp, bloating, left lower quadrant pain, diarrhea, hydrocephalus and adenomyosis. Concomitant products included acetazolamide, acetazolamide (acetazolamid), acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), ferrous sulfate and potassium chloride. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced menstruation irregular ("irregular periods"), 5 years 5 months after insertion of essure. In 2012, the patient experienced menorrhagia ("heavy long lasting menstrual flow/ abnormal bleeding (menorrhagia)"), night sweats ("night sweats"), libido decreased ("decreased sex drive"), acne ("acne"), mood swings ("mood swings"), irritability ("irritability"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), vaginal infection ("infection (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain / glad to be sticking to losing weight"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), urticaria ("rashesh skin conditions : hives on different part of my body"), incontinence ("incontinence"), migraine ("migraines / headaches") and abdominal pain ("abdominal pains"). In (B)(6)2013, the patient experienced anaemia ("anemia"). In 2014, the patient experienced nausea ("nausea"), abdominal pain upper ("stomach pains"), frequent bowel movements ("frequent explosive bowl movements"), alopecia ("hair loss") and pseudotumor cerebri ("neurological conditions/ problems type: psuedo tumor cerebri"). In (B)(6)2014, the patient experienced pseudotumour cerebri (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), rash ("rashes"), urinary tract infection ("infection (urinary tract)"), blood disorder ("blood disorder/condition"), urinary incontinence ("urinary incontinence"), back pain ("back pain") and palpitations ("heart palpitation"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy) and optic fenestration to relieve pressure/multiple spinal taps. Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, pseudotumour cerebri, seizure, cardiac disorder, menstruation irregular, night sweats, libido decreased, acne, mood swings, irritability, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, urticaria, incontinence, migraine, blood disorder, dysmenorrhoea, abdominal pain upper, abdominal pain, vaginal discharge, frequent bowel movements, urinary incontinence, anaemia and back pain outcome was unknown, the menorrhagia, headache, rash, nausea, dyspareunia, fatigue, alopecia, palpitations and pseudotumor cerebri had resolved and the weight increased was resolving. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, anaemia, back pain, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frequent bowel movements, genital haemorrhage, headache, incontinence, irritability, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, palpitations, pelvic pain, pseudotumor cerebri, rash, seizure, urinary incontinence, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and pseudotumour cerebri to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Ultrasound scan vagina - in december 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, spotting, cramping, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and social media received. Event weight gain / glad to be sticking to losing weight outcome updated. Fu 6 and fu 7 process together on (B)(6)2019: fu 6 and fu 7 process together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 5 months after insertion of essure, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.